Event description:
This incident involved an employee exposure incident. On 05/02/2000, a pt was in the ER. This pt claimed to be human immunodeficiency virus positive. The pt spit on an employee. The spit did not enter any mucous membranes or broken skin. The source pt was tested with the suds human immunodeficiency virus kit and negative results were obtained in duplicate. The sample was sent for western blot and the results came back as positive. A frozen aliquot of the sample was again repeated with suds human immunodeficiency virus and was negative. It is unknown if the employee received human immunodeficiency virus post exposure prophylaxis.